Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (health effect - clinical, type of investigation, investigation findings, component, investigation conclusions), h11. At this time, the customer has not requested for getinge to evaluate the unit for the reported malfunction. The customer's biomed evaluated the unit. Biomed stated that after discovering fault code #106, the executive process board was replaced following the troubleshooting guide. All functional and safety checks were performed to meet factory specifications. The iabp was returned to use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during admission, when the ICU and ccu were at the bedside, the cardiosave intra-aortic balloon pump (iabp) unit made a large high pitched noise. This noise wasn't familiar to any of the nurses. The iabp continued to pump. It was decided among the primary nurse and the doctors that the machine should be switched out immediately. The new iabp was brought to the bedside and started. The patient never dropped his blood pressure throughout the alarm or the switch out of the pump. No harm was reported.

Manufacturer narrative:
Corrected data: d4 (UDI#).